Manufacturer narrative:
Product complaint (B)(4). Date sent: 7/22/2020. Additional information was requested, and the following was obtained: please confirm if post-op air leak or bleeding. Post-op bleeding if bleeding, what was the location/anatomical structure that was bleeding? The end of the anastomotic blood vessel. Or was it a bronchial stump leak? No.

Manufacturer narrative:
Product complaint # (B)(4) date sent: 6/22/2020 additional information was requested, and the following was obtained: what were the indications for surgery? Left total pneumonectomy. Was the reported post-op leak and air leak or vessel bleeding? Post-op leak. What two structures were potentially anastomosed in procedure? Lung tissue. Does the surgeon routinely wait 15 seconds prior to firing? Yes,wait 15 secs. If this was a post-op bleed, approximately how much blood loss? Around 2000cc-3000cc was there any change in hemoglobin or hematocrit? Not available. What was the reason for the reoperation? Decreased blood pressure was observed and other causes were ruled out. What was done in the second procedure? Suture was used to oversew. Were there any staple formation issues noted throughout care of patient? No. Was the post-operative care of patient altered in any way besides the reoperation? No other change in care of patient. Can it be confirmed that this was a complete pneumonectomy? Yes, it can be confirmed. Was this an air leak or bleed? Please describe location. What color cartridge was used? Bleeding, white color cartridge was used. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Wait 15 seconds. Were any issues experienced during initial procedure? There were no any issue experienced during initial procedure. What was done in 2nd procedure? Suture was used to oversew. What is the current patient status? The patient is leave from hosptial.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/17/2020. H6: corrected data.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a surgery open and slightly bleeding could be observed on the tissue of background. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the reported post-op leak and air leak or vessel bleeding? What two structures were potentially anastomosed in procedure? Does the surgeon routinely wait 15 seconds prior to firing? If this was a post-op bleed, approximately how much blood loss? Was there any change in hemoglobin or hematocrit? What was the reason for the reoperation? What was done in the second procedure? Were there any staple formation issues noted throughout care of patient? Was the post-operative care of patient altered in any way besides the reoperation?

Event description:
It was reported that during the left pneumonectomy, did not observe any abnormal situation in the operation. Around one and half hour after surgery, noted anastomotic site was leakage as the photos show, then did 2nd surgery, suture was used to oversew. The patient is currently stable and in the hospital now.